Manufacturer narrative:
Livanova received a report that a 3/8 x ¼ reducer was completely occluded. The issue was identified prior to any patient involvement. The DHR review confirmed the lot of the reduces was released conforming to product specifications. Analysis of the livanova complaint database of the last 12 months identified two previous similar events related to the same catalogue item code. Investigation results suggested the reduced was occluded by a plastic film likely due to a molding defect. Thus, suggesting a manufacturing issue. The reducer is manufactured by a livanova supplier that has been formally notified of the issue. Due to other manufacturing needs, the catalogue item code of the complained 3/8 x ¼ reducer was already planned to be substituted by another similar reducer. To prevent re-occurrence, livanova anticipate the change and will discard all the inventory of the complained reducer. At the moment, no other action is deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
The was no patient involvement. Livanova USA inc manufactures the connector. The incident occurred in (B)(6) united states of america. The involved device has been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet received.

Event description:
Livanova USA inc received a report that a 1/4 x 3/8 connector used to attach tubing in the circuit was completely occluded. The was no patient involvement.